Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the lead exhibited high and varying impedance and became dislodged. The physician retracted the lead helix to reposition, but was unable to extend the helix for reimplantation. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was found bent in the sleeve head and would not extend at time of analysis. If information is provided in the future, a supplemental report will be issued.